Manufacturer narrative:
A remote service engineer spoke to the customer to perform troubleshooting on the device. The customer discovered that the cord was not plugged in. Based on the information available and the testing conducted, the cause of the reported problem was an unplugged cord. The reported problem was confirmed. The device was operational after the cord was reconnected.

Event description:
Philips received a complaint on the patient information center ix indicating that they are not hearing any alarms for the unit. The device was in use on patient at time of event, there was no adverse event reported.